Event description:
Customer reportedly obtained results of 44mg/dl, 53mg/dl, and 77mg/dl on the compact plus system within 10 minutes. No action taken on the device results. Customer drank juice approximately 10 minutes prior to repeat testing. No adverse event reported. Requested return of suspect system and replacement was sent.